Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving fentanyl (concentration and does unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2015, it was reported that the pump had migrated more towards the patient's back since implant. The diagnostics performed, the cause of the pump migration, and the actions/interventions taken to resolved the pump migration were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.